Manufacturer narrative:
Additional narrative: patient identifier, age, date of birth, and weight not available for reporting. Date of device breakage is not known. Complainant part is not expected to be returned for manufacturer review/investigation. DHR review was completed. Manufacturing location: (B)(4). Manufacturing date: 16-jun-2015 . Expiration date: 30-jun-2025 . Part #: 04.037.925s (EU item), lot#: 9828183 (sterile) - 9mm/125 deg ti cann tfna 340mm/left- sterile. Quantity (B)(4). Inspection sheet for in process/inspect dimensional/final and inspection sheet for tfna assembly inspection meet specification. Component parts reviewed: 04.037.912.2 - lock prong 125 degree, tfna bp-55 lot ¿ 9345493 , 04.037.912.4 - wave spring, shim ended bp-55 lot - 7840773 , 04.037.912.3 - tfna lock drive bp-58 lot ¿ 7993634 , 21127 - raw material lot bp-80 lot ¿ 9805382. Raw material for ti was received from supplier (B)(4). Certificate of test received from (B)(4) for titanium ingot meet specification. Raw material receiving/putaway checklist meet requirements. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. ¿sterility documentation was reviewed and determined to be conforming.¿ the investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported patient was implanted with the 9mm 125 degree cannulated trochanteric fixation nail advanced (tfna) long nail for proximal femoral subtrochanteric fractures on (B)(6) 2016. On unknown date, it was determined that the nail had broken around the bump-cut area of the blade insertion hole. Patient was returned to surgery on (B)(6) 2017 where the nail was exchanged for a tfna long nail. Surgery was completed successfully. Surgeon stated the cause of the nail breakage may have been metal fatigue due to pseudarthrosis. Concomitant device reported: screw (part number unknown, lot number unknown, quantity 1). This report is for one (1) 9mm 125 degree cannulated tfna nail 340mm-left. (B)(4).

Manufacturer narrative:
Physical manufacture site device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.